Event description:
A doctor alleged that one (1) female patient experienced the debonding of veneers on three (3) separate occasions approximately one (1) to two (2) days after placement with maxcem elite clear.

Manufacturer narrative:
To date, the patient is doing fine; the doctor re-cemented the veneers using a different product, without further incident. No product was returned; therefore, retain samples were evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this is an isolated incident that may have occurred as a result of a user/technique related issue and was not due to a product failure.